Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during ventricular tachycardia (vt) episodes. It was also noted there was diaphragmatic stimulation. The left ventricular (lv) lead was programmed off. The ra lead remains in use. No further patient complications have been reported as a result of this event.